Event description:
The site discovered a crimp in the distal end of the penumbra system reperfusion catheter 041 upon opening.

Manufacturer narrative:
Device investigation: there is a kink 26.7 cm from the hub shaft joint in the proximal section of the shaft. A 0.041" mandrel was introduced into the hub and advanced. The mandrel stopped 26.6 cm from the hub shaft joint. The catheter is non-functional. Conclusion: the damage observed agrees with the description in the complaint. This type of damage can result from improper handling during removal from the carrying hoop.